Event description:
It was reported the cuff would not inflate. No patient involvement, discovered prior to use.

Manufacturer narrative:
This MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. A product sample was received for evaluation. Visual and functional testing were performed. When the sample was inflated with air, the cuff only inflated one side. The pilot balloon was manipulated, and the cuff inflated. After the whole cuff inflated, it was deflated and inflated 4 times, all the time the cuff inflated completely and symmetrically, based on analysis the complaint is not confirmed. Root cause could not be determined since the sample successfully passed functional test. No corrective actions were taken since the complaint was not confirmed. No problems or issues were identified during this device history record review.